Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia and was given emergency medical service. The customer blood glucose level was unknown at the time of incident and the current blood glucose level was 491 mg/dl. Customer experienced no symptoms related to high blood glucose event. Customer reported that the insulin pump had unexpected restart a cold reset was performed. Customer reports they were able to clear the alarm. Customer able to complete rewind. The customer was assisted with troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information was received which was not received with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call the customer was off the insulin pump from (B)(6) 2018 due to unexpected error and no delivery errors. The customer had emergency service dispatched on (B)(6) 2018. The customer was off the insulin pump and had been off for a week.